Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began antibiotic treatments for the peritonitis with injection vanlid (1 gram, stat, intraperitoneally) and injection ticarnic (3.1 grams, once a day, intravenously). Four days later, the patient was recovered from the peritonitis, the antibiotic treatments were discontinued and the patient was discharged from the hospital. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.